Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided. Review of the available records identified the following: patient had a initial left tha. Lab results from seven years later revealed patient has elevated cobalt and chromium levels and notes fatigue over the past year. Patient reported groin pain and perineal discomfort past year and worsening. Revision was performed. During the procedure it was noted the taper was not particularly scratched. No other complications noted. Follow up revealed discomfort is improving, no pain and well healed. X-rays showed stable alignment of all implants. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat: lot: g2: foreign ¿ canada. H6: proposed component code: mechanical (g04) - head. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately eight years post-implantation, the patient underwent a left hip revision due to pain, fatigue, and elevated metal ion levels. The head was exchanged. Attempts have been made and no further information has been provided.